Event description:
It was reported that the tube cover on the 9800 system was knocked off when the table was hit. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated tube cover, reattached ground wire and tightened loose handles. The system was tested and found to be working as intended, and placed back into service.